Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the puncture of the right femoral artery approach showed irregular cystic protrusion on the dorsal side of the right internal carotid ophthalmic artery segment. Aneurysm size 3.7mm 2.6mm, neck width 4.3mm, systemic heparinization after treatment. The stent microcatheter was placed into the middle cerebral artery and the coil microcatheter into the aneurysm. After the half-release of the stent lvis 3.5 22, angiography showed thrombus in the posterior transit segment, and fluoroscopy showed that the head end of the stent was poorly opened. Tirofiban 8ml was slowly injected, thrombosis was developed, and the forward blood flow of the internal carotid artery was reduced, then the stent was recovered, and some red flake thrombus was observed at the head of the stent in vitro. Intracranial thrombectomy device was used to remove thrombectomy. After opening, the angiography was smooth , and the forward blood flow was good. Since there was no stent of the same type, only lvis 3.517 can be used for treatment, and the stent expansion was good, and the position was satisfactory. After the coil packing, the angiography showed that the carrier artery was unobstructed, and the aneurysm was not visible. The patient returned to nicu and was closely observed. The patient was admitted to the general ward in good condition. Conventional dual antibody, postoperative maintenance of dose of tirofiban was provided to the patient.

Manufacturer narrative:
The investigation found the stent returned fully deployed and the stent outer diameter to measure within specification. No signs of thrombus formation were observed on the stent as described in the reported event. Two pushers were returned for evaluation and were referred to as pusher 1 and 2 to distinguish between them during the investigation. Pusher 1 was returned with the distal marker band detached. Pusher 2 was returned in good condition; therefore, the stent was loaded onto pusher 2 with the returned introducer for functional testing. The stent was advanced into an in-house microcatheter and was able to fully open upon deployment. The physical evaluation of the device could not identify the conditions or circumstances that led to the detached distal marker band on pusher 1, but this condition is consistent with the device experiencing forces over specification and would not have contributed to the reported stent expansion issue. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.